Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 30-year-old female patient who had essure (batch no. B71770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy on (B)(6)2014, depression on (B)(6)2014, hemangioma on (B)(6)2014, tobacco abuse on (B)(6)2014, bladder disorder on (B)(6)2014, abdominal pain upper, gravida ii and parity 2. On (B)(6)2015, the patient had essure inserted. On (B)(6)2016, the patient experienced back pain ("back pain"), pelvic pain ("pelvic pain"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraine"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation outcome was unknown and the migraine, abdominal pain, back pain, pelvic pain, menorrhagia, vaginal discharge, fatigue, nausea and vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, device dislocation, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 19-mar-2020: pfs received- new event abnormal bleeding(vaginal) was added. Medial history, lot number and reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 30-year-old female patient who had essure (batch no. B71770) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy on (B)(6) 2014, depression on (B)(6) 2014, hemangioma on (B)(6) 2014, tobacco abuse on (B)(6) 2014, bladder disorder on (B)(6) 2014, abdominal pain upper, gravida ii and parity 2. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced back pain ("back pain"), pelvic pain ("pelvic pain"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 year 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraine"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) -2017. At the time of the report, the device dislocation outcome was unknown and the migraine, abdominal pain, back pain, pelvic pain, menorrhagia, vaginal discharge, fatigue, nausea and vaginal haemorrhage had resolved. The reporter considered abdominal pain, back pain, device dislocation, fatigue, menorrhagia, migraine, nausea, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-apr-2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraine"), abdominal pain ("abdominal pain"), back pain ("back pain"), pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and vaginal discharge outcome was unknown and the migraine, abdominal pain, back pain, pelvic pain, menorrhagia, fatigue and nausea had resolved. The reporter considered abdominal pain, back pain, device dislocation, fatigue, menorrhagia, migraine, nausea, pelvic pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: patient underwent essure confirmation test but result is unknown. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received : case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events : device migration, migraine, abdominal pain, back pain, pelvic pain, menorrhagia, vaginal discharge, fatigue, nausea. Patient demographic added, essure insertion date updated and removal date added, essure indication updated. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.